Manufacturer narrative:
Samples received: 4 unopened racepacks. Analysis and results: there is one previous complaint of the same batch. We manufactured and distributed in the market (B)(4) units of this batch. There are no units in our stock. We have received four closed samples for analysis. We have tested the needle attachment of the samples received and the results do not fulfil the requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled b.braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is justified. Corrective/preventive actions: we opened a corrective action in order to avoid this kind of incidents in the future: ak200470097.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: serbia. It was reported that the while removing the needle from the packaging, using the needle holder, the needle was separated from the thread, while the thread remained in the packaging.